Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator was competitive atrial pacing resulting in inappropriate auto mode switching. The physician elected to take no action at this time. The patient would continue to be monitored remotely.